Event description:
A nurse from the hosp called for assistance with removing pump from unconscious customer. The customer had been sleeping and woke with low bgs. Family member treated with juice. When family member returned customer was unconscious. Family member gave a shot of glucagon and called paramedics. Paramedics treated with injection. Customer's bgs were low when they reached the hosp. It was felt that the customer had a seizure. The pump was removed.